Event description:
It was initially reported by the physician that the pt had a full revision surgery due to high lead impedance which was observed on system diagnostics test. During surgery, the surgeon noted that the electrodes were inverted on the vagus nerve and a lead break was observed which is believed to be the cause of high lead impedance. No pt manipulation or trauma was reported that might have contributed to the lead break. No x-rays were done. Explanted products are on their way to be returned to manufacturer for analysis.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.